Manufacturer narrative:
Initial and final MDR 1896205 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, patient experienced that infusion set fell off during use. Also, reported that two infusion sets were affected. One infusion set was in for 45 minutes and other was in use for an hour. The blood glucose level of the patient was 245 mg/dl for the first event, 297 mg/dl during the second event. Also, the area of insertion was cleaned and air-dried. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.